Manufacturer narrative:
The patient did not report any loss of therapy prior to the pre-MRI check. The patient reported that he regularly sits with one leg crossed over the location where the nalu leads are implanted. The patient also reports that an overweight cat regularly sits on the location of the implanted nalu leads. It is possible that the regular weight on top of the implanted lead may have contributed to excessive stress on the lead and led to some damage to the lead, however this is unable to be conclusively determined.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. In (B)(6) 2025 the patient checked system impedances using a remote control prior to a scheduled MRI. The check returned impedance errors and the patient was unable to move forward with the MRI scan. On (B)(6) 2025 a surgical revision was performed to remove the malfunctioning system and place a new nalu system.